Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native hawaiian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis was confirmed by visual examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel and mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
It was erroneously indicated in the initial report that the device history record was reviewed. However, the correct statement is: since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).